Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced discomfort and swelling in the left arm since the implant. Additionally other symptoms like pain, edema and inflammation were mentioned. The patient has a medical history of mastectomy and lymph node removal on the left side and is not device dependent. Therefore, physicians decided to execute a complete system extraction on the left side to see if patient symptoms improve. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.